Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During the support the anticoagulation was held due to a gastrointestinal bleed and there was persistent mispositioning of the pump and ventricle tachycardia. The pump was repeatedly repositioned and blood given for treatment. After 18 days care was withdrawn and patient expired.  There is not enough information to exclude the impella device as an associated factor in the patient's demise.